Event description:
It was reported to medtronic neurosurgery that despite the valve having been tested and found to function correctly, the patient's deteriorating condition necessitated its removal.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.